Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit' screen is distorted. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on patient, the cs300 intra-aortic balloon pump (iabp) unit' screen is distorted. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported issue. The fse removed the display and cleaned contacts, connectors and coil cable. The fse then, performed all functional testing and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.